Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received a supplemental form will be completed.

Event description:
It was reported that the touchscreen became unresponsive. Reportedly, the customer put the pump in a cooler prior to the touchscreen becoming unresponsive. During troubleshooting, the wake button stopped working. There was no impact to customer's blood glucose level.